Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted in a patient using a 14f amplatzer steerable delivery sheath. During the procedure, 15,000 units of heparin were administered, and the patient's activated clotting times (acts) were 248, 244, and 255 seconds. There were no difficulties noted in the procedure, and there was not multiple manipulations of the device during implant. The patient was discharged from the hospital around 5pm that evening. Then the patient presented to the emergency room at around 10pm later that evening with symptoms of dizziness, nausea, vomiting, syncope, and chest pain. During a computed tomography angiography (cta), a 14 mm pericardial effusion was observed, which lead to a cardiac tamponade. A pericardial drain was placed, and approximately 350-400cc was drained via pericardiocentesis. The pericardiocentesis was successful and the patient was admitted to the hospital in stable condition. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade after the amulet implant procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that a pre-implant transthoracic echocardiogram (tte) revealed a trivial effusion noted that was unchanged post implanted. The amplatzer amulet occluder had been implanted using a 14f amplatzer steerable delivery sheath. The 25mm amplatzer amulet was never completely retracted into the delivery system during procedure, but there were two partial recaptures for optimal positioning. The patient had remained hemodynamically stable throughout the procedure. After the initial discharge, the patient was admitted to the of a different facility at around 10pm. A moderate pericardial effusion measuring 14mm wide was noted, resulting in enlargement of all 4 cardiac chambers. After the effusion was discovered, the patient was transferred back to the facility where the occluder had been implanted. After a pericardiocentesis was performed a limited tte showed no significant effusion remaining. The patient was discharged (B)(6) 2022. (B)(6) 2023 tte showed no effusion. On (B)(6) 2023 patient started asa and clopidogrel. The implanting physician alleges the 25mm amplatzer amulet occluder caused the initial trivial pericardial effusion to grow. No additional information was provided.